Manufacturer narrative:
(B) (4). The ge service rep put the socket pin in place. The system operates as intended.

Event description:
The customer reported that the system did not display an image. No patient injury was reported.